Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple months of implant, the right ventricular (rv) lead exhibited infinite impedances and high thresholds. The pocket was reopened in order to check the connector, and it was noted that the rv lead was no longer fixed in the device connector. The physician attempted to reconnect the lead, but was unable to fix the set screw as the set screw was offset from the threads. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.